Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement on the right ventricular (rv) lead. Device interrogation shows high capture thresholds and dislodgement atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported event was lead dislodgment. Upon receipt, only the connector portion of the lead was returned for analysis. The helix could not be tested due to its condition upon return. Electrical and visual analyses were performed and found to be normal, with no anomalies detected.